Event description:
Ous MDR - after an implantation period of 3 years, it was reported that the ICD could no longer be interrogated. Previously, shock impedances > 25 ohm were measured on several occasions. An x-ray exam indicated damage on the ventricular lead. The entire system was then explanted. No worsening of the pt's health was reported. The device was replaced.

Manufacturer narrative:
Ous MDR.